Event description:
IV pump was in connected to the patient and plugged into an outlet. Staff saw smoke and sparks coming from the IV pump electrical cord near the hubble. FDA safety report ID# (B)(4).